Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A family member reported the customer's blood glucose value as 578 mg/dl. The family member reported an inaccurate threshold suspend of the insulin pump - the customer's sensor glucose was 48 mg/dl. While the customer's blood glucose was 90 mg/dl. During troubleshooting the family member reported air bubbles in the infusion set; the insulin pump alarmed no delivery. The helpline advised that the insulin pump was working as designed. It was advised to change the entire set, reservoir and insulin and to treat per the instructions of the customer's health care professional. No further information was provided.